Manufacturer narrative:
The device history review for the reported lot number was performed and no manufacturing or quality deviations were noted. No previous complaints have been rec'd on inflation devices from the reported lot number. As the sample was disposed of by the end user, no testing of the device can be performed and the complaint is unable to be confirmed. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
As reported by customer in another country, during a pta procedure, a sasuga balloon catheter could not be inflated over 10 atm by an encore inflation device. The pressure then decreased, by turning the inflation lever, the pressure could be maintained at 8 atm. The procedure was completed, without further incident, with another inflation device. It is not known if the gauge was functioning correctly. The used inflation device was disposed of by the end user. There were no pt complications or injury.